Manufacturer narrative:
The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode. Our field service engineer confirmed the reported issue on-site, a leakage could be confirmed from the standby valve. The problem was resolved by replacing the standby valve. In-house investigation have concluded that particles in the standby valve, such as brass residuals, or a worn out rubber sealing can cause these kind of symptoms (cycling in and out of standby mode). Our conclusion into this matter is that the returned standby valve was defective.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the compressor often switched to standby during use. There was no patient harm. (B)(4).